Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The investigation determined that a faulty downstream occlusion sensor could be a probable, but unconfirmed cause of the reported issue. If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. With no indication of a manufacturing defect found during the investigation, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient requested a callback to get some assistance with an alarm. Pump has been repeatedly alarming since last night. Patient denies any tubing kinks or closed clamps. Fingertip pressure to port site does not resolve alarm. The batteries were removed, tubing clamped and cassette removed. Tubing massaged and cassette tapped on hard surface. Cassette was reattached, tubing unclamped and batteries reinserted. Pump restarted but alarm returns immediately. Patient was not affected. No additional information. There was no patient injury reported.